Event description:
It was reported that, "liner was wearing eccentrically so doctor did a poly exchange."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.